Event description:
Customer provided the following info regarding discrepant bicarbonate pt results for one pt. Initial result was 25.2 mmol per l. Same sample had entire panel repeated on the same analyzer, giving bicarbonate value of 39.3 mmol per l. Sample repeated again on a second cobas analyzer gave 23.1 mmol per l. Customer states they reported a bicarbonate value of 25.2 mmol per l, because it compared with the 23.1 mmol per l. The difference between these two values could be explained by the fact that the sample was run on the second cobas analyzer approx 1 hour and 27 mins later. Customer does not believe the reported value was erroneous.

Manufacturer narrative:
The field service rep was unable to determine the cause of the discrepancies. He checked probe alignment, replaced r1 syringe and ultrasonic mixer. He checked vacuum on rinse mechanism and pressure on the degasser pump. He also ran diagnostic tests, which were within specification and ran a precision test. On a subsequent visit, another field service rep checked and verified all fluidic adjustments to verify analyzer operation. Customer has had no issues since mixer and syringe were replaced.